Manufacturer narrative:
The investigation determined the issue is consistent with incorrect pre-analytic sample handling. Upon review of the alarm trace, an abnormal aspiration alarm occurred two hours prior to the event.

Manufacturer narrative:
UDI number = (B)(4). This event occurred in (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 5.9 mg/dl, which repeated as 117.8 mg/dl. The glucose reagent lot number was 482727. The reagent expiration date was requested, but not provided.